Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed or simply cleared the alarms resolved the issue. Reportedly, the customer was using admelog insulin within the cartridges. Tandem technical support advised the customer against using off label insulin with the pump. Customer's blood glucose was 280 mg/dl at highest.